Manufacturer narrative:
According to the results of brainlab investigation, the root cause for the misplaced initial burr hole is a misinterpretation of information provided by the navigation system. Apparently the surgeon did not fully understand the function of the tool tip extension ("offset"). When navigating with a (virtual) tool tip extension, the system intentionally displays the instrument tip in a different location in the image space (virtual display of instruments within the preoperative image dataset) than where the instrument tip is being held on the actual patient anatomy. This apparently has caused the surgeon to plan the craniotomy in the wrong location. There is no indication that there was an actual erroneous deviation of the virtual display of the navigation in comparison to the actual patient anatomy. There is no indication of an error or malfunction of the brainlab device. Corresponding brainlab measures to reduce this anticipated risk to be as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results. Offer an additional training to users at this hospital.

Manufacturer narrative:
According to the surgeon, there was no harm to the patient, also not due to the fact that the surgery took longer than intended (about 10 extra minutes) and an additional bone flap has been temporarily removed. The patient's dura was not yet opened or removed when the surgeon realized the inaccuracy with the required accuracy verification, so there was no risk of harming brain tissue due to this issue. A comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.

Event description:
A cranial tumor resection was planned to be performed on (B)(6) 2015, with the aid of the brainlab cranial navigation device. During the procedure the surgeon: loaded a CT image data set of this patient into the navigation software. Performed the initial patient registration to match the virtual display of preoperative scans to the current patient anatomy, using the brainlab softouch. Determined the first registration attempt to be not accurate enough. Performed a second registration (with additional points taken) and, after the software required verification of the registration accuracy by the user, accepted this registration. Added an offset so he could see the tumor and where he needed to plan his incision. After draping the patient recognized that the navigation reference array was not sufficiently screwed and accordingly secured the array all the way. Re-confirmed that the navigation accuracy was sufficient for the planned procedure. Drilled the burr hole and removed the bone flap. Determined the craniotomy to be not as intended, since he expected that taking off this area of skull would reveal the tumor right away which was not the case determined that the accuracy was off on the skull and the tumor was more anterior than expected. Created an additional bone flap after which the tumor was visible. Confirmed that the accuracy was appropriate in the brain and removed the tumor successfully. According to the surgeon, there was no harm to the patient, also not due to the fact that the surgery took longer than intended (about 10 extra minutes) and an additional bone flap has been temporarily removed. The patient's dura was not yet opened or removed when the surgeon realized the inaccuracy with the required accuracy verification, so there was no risk of harming brain tissue due to this issue.